Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the damaged cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use there was no image displayed on the camera head. There was no patient injury reported.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed as there was no image due to the cable damage. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.